Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft broke. A guidezilla guide extension catheter was used to deliver a stent. However, upon removal of the catheter it was noted that the device was broken at the collar. Both segments were retrieved successfully and the procedure was completed with this device. No patient complications were reported and the patient's status is fine.